Manufacturer narrative:
(B)(4). We received two used and half filled easypump ii lt 100-50-s without packaging. The two received samples were subjected to a visual examination. Damages were not detected. As-received condition the white clamp was closed on both samples. The original wing caps were not handed over by the customer. After opening the top cap and removing the closing cone, we detected solution (liquid) at the filling port (lli-cone) of both samples. Furthermore we detected residues of fluid at the lla-cone of the patient connector. In addition the samples were filled up to the nominal value (100 ml) and a functional test respectively a leak test was carried out. After waiting for a while both samples worked (solution was running). Furthermore the two samples were taken to a flow rate test. Nominal: 2 ml/h. Actual: sample 1: 3.3 ml in 1 h; 6.3 ml in 2 hrs; 9.0 ml in 3 hrs. Sample 2: 3.6 ml in 1 h; 7.0 ml in 2 hrs; 10.1 ml in 3 hrs. A stopping of the infusion or leaks were not detected during the test. The inspected samples are within our specifications. We have informed our manufacturer accordingly. Reviewed the device history record and no abnormalities found during in process and final control inspection. A follow-up report will be provided after the statement is available.

Event description:
As reported by the user facility ((B)(4)): pump worked very short. Patients returned to the hospital to have their easypumps disconnected after the scheduled 48h, but after inspection the easypumps apparently only worked for a very short time. Residual volume was approximately 80- 90ml.

Manufacturer narrative:
(B)(4). As the samples are within our specifications we assess this complaint to be not justified.